Event description:
A healthcare facility in oregon reported that an opt942 optiflow + adult nasal cannula broke while a patient was conducting physical therapy. The patient desaturated to 77% spo2 for approximately five minutes. The subject cannula was removed and replaced with another opt944 nasal cannula. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). The opt942 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt942 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints and our knowledge on the product. Results:the customer reported that an opt942 optiflow + adult nasal cannula broke while a patient was conducting physical therapy. Conclusions: without the complaint device, we are unable to determine the cause of the reported event. However, the most likely due to the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt942 optiflow + adult nasal cannula include the following steps: "ensure headstrap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Manufacturer narrative:
(B)(4). The complaint opt942 optiflow adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in oregon reported that an opt942 optiflow plus adult nasal cannula broke while a patient was conducting physical therapy. The patient desaturated to 77% spo2 for approximately five minutes. The subject cannula was removed and replaced with another opt944 nasal cannula. There was no further patient consequence reported.